Event description:
The sales rep reported that there was an infection approximately 1 week post-op. The patient was treated with antibiotics and the infection has resolved. There is no revision planned. No sterilization records are available. There is no known history of infection at the facility. This is report 1 of 2 as two separate devices were implanted at the same time.